Event description:
It was reported that the asymptomatic patient presented for routine follow-up. During a firmware update, the pulse generator reverted to backup operation. The device was reprogrammed.